Event description:
It was reported that during a hospital visit, this pacemaker was discovered to have recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A device replacement procedure was performed. This pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The device is expected to return for analysis.